Event description:
The patient claimed that his blood glucose was at 30 mg/dl at 12:56 pm after he took 12.65 units of insulin via the animas pump to correct for an elevated blood glucose reading. The patient did not develop any symptoms at the time of concern. Reportedly, the patient kept eating until he felt better and his blood glucose was elevated to 257 mg/dl. It is not known what caused the patient's blood glucose to drop to 30 mg/dl on the day of concern. During troubleshooting, the animas representative assessed the patients alleged low blood glucose by evaluating the animas pump. The patient did not use any excessive or unintended insulin dose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There is no evidence a pump malfunction was associated with the alleged event. The patient's basal rate has been decreased since the alleged hypoglycemic episode. This complaint is being reported due to possible user error and because the patient claimed he suffered a low blood glucose reading of 30 mg/dl after he took insulin via the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the black box starts on (B)(4) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(4) 2011 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.